Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral pt was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2009. On or about (B)(6) 2009, she was implanted with a depuy asr hip on her right side. Pt later became aware that her asr hip implants were the cause of her hip pain and problems. She has experienced elevated levels of cobalt and chromium. Pt has not yet scheduled revision surgeries for her left and right side.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.